Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. The erbe generator involved with this complaint has been returned to isi for failure analysis. Failure analysis investigation was unable to duplicate the customer reported failure mode. Functional testing of the returned device with an in-house bipolar/monopolar instruments found that the instruments energized with no operation issues noted. The erbe device was found to function normally and passed technical safety check testing. There was no trouble found. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, the patient's tissue was not adequately sealed, causing the patient to ooze blood. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during da vinci assisted sigmoid resection procedure, the surgeon observed the thermal affect to the patient's tissue was not pronounced after sealing with the vessel sealer instrument. As a result of the reported issue, the surgeon had to reseal the patient's vessel. There was no patient harm, adverse outcome or injury to the patient. On 03/24/2016 intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. The surgeon indicated that he was using the vessel sealer instrument to seal mesentery vessels. After completion of the sealing cycle, the vessels appeared to be sealed. After cutting the mesentery vessels, the surgeon observed blood oozing one of the blood vessels. The surgeon applied cautery energy to the affected area using a fenestrated bipolar instrument to stop the oozing blood. The surgeon indicated that there was no harm to the patient and the patient did not require a blood transfusion. According to the surgeon, the mesentery vessels were no larger than 3 to 4 mm and the audible tones were noted to have occurred during the sealing cycle and at the end of the sealing cycle. The surgeon believes that one of the following issues may have caused the sealing issue: the patient's vessels may have been calcified due to the age of the patient or there was an issue with the erbe generator. A field investigation was performed by an isi field service engineer (fse) to investigate the erbe electrosurgical generator. The isi fse was unable to duplicate the sealing issue experienced by the site; however, the tfs replaced the erbe generator due to the customer's request to have it replaced.